Event description:
It was reported that the patient had lead impedances greater than 4000 ohms on all pairs. When the surgeon went in to remove the lead, he discovered the lead had broken into two pieces. The surgeon was able to remove both pieces and confirmed under x-ray. The surgeon successfully implanted a new lead and device. Subsequent information received reported that the patient had a loss of efficacy, impedance was tested, and all pairs were greater than 4000 ohms. When the surgeon went to remove the lead, only about half came out on the first try. It was a clean break that was there before removal. All parts removed and lead and battery replaced without issue. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Product ID 3889-28, lot# v315052, implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of the stimulator revealed no anomaly found. Final analysis of the tined lead revealed the lead body was cut through and the product was segmented. Tool marks and chisel points on the wire ends and striations on the cut ends of the outer insulation suggest the lead was cut.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.